Event description:
It was reported that during the implant attempt, the lead was continually folding over itself (due to difficult anatomy) while the physician was trying to place the lead. The physician decided to re-stick and was able to get the lead into the ventricle. After testing the lead through the analyzer, there was no sensing, impedance values were low and there was no output. The initial manipulation may have damaged the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).